Manufacturer narrative:
The index procedure was an elective case. The target lesion was the left main/mid lad, and the proximal circumflex. Lesion #1-1: the left main/mid lad lesion was reported to be: de novo, concentric, bifurcated, calcified, ostial, 30 mm length, 2.5 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.25 x 15 mm balloon. A cypher 2.25 x 28mm stent (stent #1) was implanted at 22 atm for 30 sec. A cypher 3.0 x 18mm stent (stent #2) was implanted at 12 atm for 20 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 12 atm for 30 sec. Ivus was done. Lesion #1-2: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, concentric, bifurcated, ostial, 9 mm length, 2.75 mm vessel diameter, and type c. A taxus 2.75 x 12 mm stent was implanted at 16 atm for 30 sec by t-stenting technique with cypher stent #2. The stent was post-dilated with a 3.0 x 15 mm balloon at 12 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-00772.

Event description:
The report rec'd from the affiliate indicated that during the pt's index procedure for placement of two (2) cypher stents and a taxus stent, a dissection occurred distal to the cypher 2.5 x 28 mm stent (stent #1) implanted in the mid left anterior descending (lad) target lesion. The dissection was treated by balloon angioplasty. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Four days after the index procedure, the pt complained of chest pain while in the hosp. Coronary angiography was done and thrombus was reported in both cypher stents and the taxus stent implanted during the index procedure. Aspiration of the thrombus was done. An intra aortic balloon pump was inserted. The pt did not recover and expired the next day (five days after the index procedure). An autopsy was not conducted. The physician's comment regarding the possible cause of the thrombotic event was that it was due to the dissection and that the cypher stent was under- dilated. He also stated, that the possible cause of death was cardiac shock.